Event description:
A complaint was received regarding smallbore extension set with clave that experienced crack and leakage during patient use. There was no patient harm reported. It was reported that the t-connector cracked and leaking on arterial line. The product was in use on a patient for a peripheral arterial line. There was blood, and maintenance fluids leaking at the time it was discovered.

Manufacturer narrative:
Investigation summary: since no product samples, pictures, or videos were received for investigation, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
Although multiple attempts were made to obtain the device for investigation, it was not returned by the customer at this time. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Corrected information can be found in d10 concomitant product.